Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While hitting the strike plate on the broach handle to remove the broach after trailing, the broach plate came off.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the strike plate of the handle broke off. The fracture is consistent of a fatigue fracture of the welds between the strike plate and the handle of the instrument. No evidence of material or manufacturing defects was observed. The date code ak0205 indicates the instrument was manufactured in february of 2005. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.